Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported, "head physician of the hospital, reported to our sales rep, that a pt came in with pain. He took some x-rays and observed that the exeter-prosthesis was broken directly under the cone.